Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported the stimulator never really seated well. They used tape to tape it down in place. They also have discomfort at the stimulator site, felt sticking pins at the site when they were urinating. The patient stated it was also not helping with the bladder symptoms as sometimes they were over 400 cc's in the bladder. They adjusted stimulation and it seemed to be helping with the bladder symptoms now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.